Manufacturer narrative:
(B)(4) right heart failure. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The IFU addresses guidelines for optimal patient management. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that since implant, patient has required IV milrinone, dobutamine, epinephrine, and vasopressin on and off. Site reports that the patient's central venous pressure has remained at 20-25 with low pulmonary capillary wedge pressure. They have been unable to increase the lvad speed higher than 2400rpm without suction occurring. It was stated that the patient was taken to the operating room and on (B)(6) 2016 was implanted with competitors rvad. Per the cardiologist today, patient is vasoplegic, but bivads functioning appropriately. The patient is currently only on levophed and vasopressin. Remains critical in the ICU. It was reported on (B)(6) 2016 that patient remains in the ICU with close monitoring and receiving "IV gtt's". It was further stated that the rv function is slightly better. No additional information available.